Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting on (B)(6) 2020 and has possibly developed paradoxical hyperplasia. The clinic advised that the patient has lost a small amount of weight.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper and lower abdomen on (B)(6) 2020 using the cooladvantage applicator and presented with paradoxical hyperplasia (ph) post treatment. Patient diagnosed with ph on (B)(6) 2021 by a medical professional.

Manufacturer narrative:
Additional information: a2, a3a, a4, a6, b5 (applicator and area of treatment), d4 (catalog #, serial #, UDI) and h4. Corrected data: b3, d1, d3, d8, d9, g1, g2 and h6.